Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune tkr femoral component revised for loosening. Patient had pain - bone scan & x-ray showed femoral loosening. Revised to attune revision femoral component with stem. Original surgery on (B)(6) 2018. Revised on (B)(6) 2022. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: no. (B)(4): device property of: none. Device in possession of: none. (B)(4): device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.

Event description:
Additional information received: a. Was surgery time extended due to a depuy synthes product? If yes, how long? No delay or extension was reported. B. Was the cement product manufactured by depuy? If yes, please provide the part and lot numbers and quantity of the cement. No depuy cement is listed in the kit diary report for primary surgery. Likely competitor cement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d6a, d10, g1.

Event description:
Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo and x-ray evidence provided was reviewed and did not find any implant related issue that would contribute to, or evidence implant loosening. A chronological set of x-rays were not provided, so the original implanted position of the devices it is unknown. Interdigitation can be seen on the evidence provided, which usually is an indicative of some level of fixation. The reported condition was not confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code/lot code combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.